Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. A nurse from the hospital reported on behalf of the patient that bleeding from the sensor occurred. The sensor was inserted into the abdomen on (B)(6) 2018 and while the patient was sleeping, the area where the sensor was inserted began to bleed. It was indicated that the patient bumped the sensor while they were asleep which caused the bleeding. On (B)(6) 2018, she went to the hospital where pressure was applied to the site and stopped after a few minutes. The nurse cleaned the area with alcohol. Additionally, it was reported that the patient is on blood thinner medication. At the time of contact, the patient had recovered. No additional patient or event information is available.